Manufacturer narrative:
Exact date unknown, event occurred couple of months ago from the date the manufacturer was made aware.

Event description:
It was reported that the patient had an infection at the ipg site. Symptom of opened wound was noted. The patient was placed on antibiotics. The patient underwent a revision procedure wherein ipg was replaced and the pocket site was moved. The explanted ipg will not be returned as it was discarded by the medical facility.